Manufacturer narrative:
It was reported, that during a surgical adenoidectomy procedure, a (B)(6) female patient sustained an "apparent posterior tongue superficial burn from a suction coagulator/bovie". The reporter states the patient incurred "mild harm". There was no report of serious injury, follow-up care provided or medical intervention required related to this incident. The sample has not been returned therefore a root cause has not been established. There is no further information. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, that during surgical procedure (adenoidectomy), a (B)(6) female patient sustained a burn from the suction coagulator/bovie.

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -yes, date returned to manufacturer - 6/11/2020. G6 type of report - follow-up. H3 device evaluated by manufacturer - yes, evaluation summary attached. H2 if follow-up what type? Device evaluation. H6 type of investigation- 4101, 4110, 4113. H5 investigation conclusion - cause/zcd00003/defect confirmed: supplier mfg./error (non-medline branded). H10 investigation report reads as follows, 06/25/2020 11:34:53 cst phone (B)(6). Sample evaluation: the sample of the suction bovie was received for our investigation, the rest of the pack was not returned at this time. Upon inspection of the received sample, no physical damage was seen on the device. DHR/bom reviewed: no non-conformances were noted that would have contributed to the reported issue. Bovie is placed on top of the mayo stand cover. Trending: trending was reviewed and there have been 0 additional reported complaint(s) for this issue in the past 6 months. Investigation summary: the account reported finding suction bovie burned patients tongue. The reported issue occurred in item dynj40585d (lot 19ida235). Since we do not own the specifications for this device this is considered a vendor product issue and the complaint details have been forwarded to the vendor for further evaluation.

Event description:
It was reported, that during surgical procedure (adenoidectomy), a two-year old female patient sustained a burn from the suction coagulator/bovie.